Event description:
It was reported that the base of an ak 98 machine was observed to be broken during an unspecified process step. The device was at risk of tipping over. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that the base was damaged. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the machine instability was the damaged base which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.